Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An operating room supervisor reported that during an intraocular lens (iol) implant procedure, the iol was stuck in the injector while in contact with the patient. The procedure was completed with another iol. Additional information was requested and received.

Manufacturer narrative:
Evaluation summary: the device was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger is oriented incorrectly. Viscoelastic is observed in the device. The plunger has been advanced into the nozzle entry area. The plunger has overrode the lens. The lens is only slightly advanced, still within the loading area. The trailing haptic is bent toward the optic, positioned under the plunger. The leading haptic is extended along the right side of the plunger. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. A plunger override was observed in the lens loading area. The device was inspected and the plunger was oriented incorrectly upon return. The plunger was potentially oriented incorrectly during the assembly process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the root cause for the reported complaint cannot be determined. No further information was provided as to the specific issue with the device. It cannot be determined if the plunger may have been inadvertently retracted outside of the device and reinserted incorrectly by the customer. Action taken: no further action warranted at this time. Investigation has been completed based on current information. Based on our current tracking, there are no adverse trends for this reported complaint. The manufacturer internal reference number is: (B)(4).